Manufacturer narrative:
.

Event description:
On 11/18/2015 it was reported that a patient was implanted in (B)(6) 2015 and did receive benefit from the vns. However, there was an ongoing latent infection that persisted. They thought the patient was allergic to the system but upon explanation today they were able to see there was an infection behind the generator. Also, previously the wound in the neck had some secretions and issues; therefore they believe that where it stemmed from. It was also reported that the nerve appeared scarred and not viable for another implantation. The patient's identity was not provided. Additional information has been requested from the physician but no further information has been received to date.

Event description:
This report is a duplicate of MFR. Report # 1644487-2015-06659. All further information will be reported under MFR. Report # 1644487-2015-06659.